Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the catheter was flushed before insertion but when removing the syringe from the side port for flushing, a part of the irrigation port disconnected and stayed attached to the syringe. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. However, a picture awas provided and it is possible to observe the device luer detach. The manufacturing deficiency cause code was selected for the finding luer separation / detachment of device or device component. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the catheter was flushed before insertion but when removing the syringe from the side port for flushing, a part of the irrigation port disconnected and stayed attached to the syringe. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis.

Manufacturer narrative:
There is a picture attached to the complaint, and it is possible to observe the device has the luer detachment. Upon device return and inspection, the strain relief was detached from the luer. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief. Based on the product analysis the luer detachment of device or device component was confirmed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the catheter was flushed before insertion but when removing the syringe from the side port for flushing, a part of the irrigation port disconnected and stayed attached to the syringe. The device was replaced, and the procedure was completed successfully. No patient complications were reported.